Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the mobile programmer application displayed a message indicating that an "unexpected error occurred" while being used for an analyzer session. The message appeared while attempting to take a snap shot of an electrocardiogram (ECG) by pressing the camera icon. The application was closed and restarted without issue. The user was unable to reproduce the error message. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.